Event description:
Reporter stated that patient received the following results, with two different meters, within 2 minutes: 17.4 mmol/l (aviva system 1) 7.1 mmol/l (aviva system 2) no actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system 1. (B)(4).